Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The trilogy ev300 device was evaluated by a manufacturer service technician, and the customer¿s complaint was confirmed. During the evaluation it was noted that the proportional valve (or active exhalation control module [aecm]) and three-way (3-way) solenoid valve had caused the active exhalation value to fail for this device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly (pca) board was replaced for the fio2 sensor receptacle verification test step failing on the device, which was unrelated to the reported issue. The device passed all final testing.